Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer's blood glucose was 495 mg/dl prior to the call. The customer stated that the high blood glucose always start after changing infusion set. The customer stated that the he treated his high blood glucose with the insulin pump. The customer declined to troubleshoot for the high blood glucose. The customer mentioned that there were times that he saw air bubbles in the tubing. The customer declined to troubleshoot for the air bubbles. The insulin pump will not be returned for analysis.